Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01630. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent revision of vaginal mesh concurrently with a cystourethroscopy on (B)(6) 2007 due to vaginal mesh exposure and dyspareunia. The patient underwent anterior vaginal mesh resection removal concurrently with a cystourethroscopy on (B)(6) 2007. The patient underwent vaginal mesh implant revision on (B)(6) 2007 due to mesh exposure.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele with urethrocele, and a vaginal prolapse. It was reported that following insertion the patient experienced post-void dribbling, vaginal spotting, stress urinary incontinence, frequent urination (including during the night), bladder infections, pain in bladder, painful urination, flatulation, constipation, painful intercourse, mental anguish and pain due to mesh coming through vaginal wall. It was reported that the patient underwent mesh revision/removal on (B)(6) 2007. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01630. The same patient is represented in each medwatch.